Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A pairing test was performed and passed. A review of the share logs was performed for serial number (B)(6) within the investigation window.. The allegation was not confirmed. The probable cause was not found. The reported event of transmitter failed error is reportable based on transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.